Event description:
As reported by the user facility: (B)(4), power arc, plug burnt.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). A history review of the customer complaint database was conducted for complaint trends of a similar nature, and no adverse trends were identified. The MFR's investigation into this event is on-going at this time. A f/u report will be provided after the inspection results are available.